Event description:
The biomed at the user facility contacted olympus technical support center (tac) with a report that the video processor was displaying scope communication error b30 with the 190 series scopes. The issue occurred during morning preparations and was unrelated to any specific procedure, and there was no report of patient harm due to the issue.

Manufacturer narrative:
During the call, the tac technician provided technical support, but the reporter stated he was currently not in front of the unit. The customer confirmed that the maj-1430 cable was plugged into the front of the unit. The customer was advised to press esc button twice on the maj-1921 keyboard to clear the b30 error code. The customer was advised to make sure that the maj-1430 cable is not plugged into the front of the cv-190 video system center when using 190 series scopes. The customer was advised to turn off both the cv-190 and clv-190 light source, swap out the scopes, then power on both units again to avoid issues. The customer called back after troubleshooting and stated the issue had been resolved but did not provide details. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, neither a definitive root cause nor a probable cause could be determined. Olympus will continue to monitor field performance for this device.